Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse oximeter display was missing segments on the blood oxygen saturation (spo2) segment of the reading. There was no report of patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The serial number was provided and the service history record (shr) was reviewed. There were no similar malfunctions detected. This product has surpassed the end of life and no additional actions will be taken.